Manufacturer narrative:
During the reoperation the surgeon noted that the mesh was not integrated on the wall and partially inside the defect.

Event description:
It was reported that the patient underwent an incisional hernia procedure on unknown date and mesh was used. After the procedure, the patient experienced a recurrence. The patient underwent a re-intervention on unknown date. Additional information has been requested.

Manufacturer narrative:
(B)(4) - recurrent hernia occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.